Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2021, and the procedure was performed four days later. Prior to the index procedure aspirin (100 mg) was administered. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.0mm. The patient was discharged home on aspirin (100 mg) and clopidogrel (75mg) one day post index procedure. One hundred nineteen (119) days post index procedure, a four month follow-up transesophageal echocardiography (tee) was performed. Tee revealed a complete seal with a pericardial effusion 5mm in size. The left ventricular ejection fraction was 40%. No atrial septal shunt nor thrombus were noted during the follow up visit. No additional intervention was needed to treat the pericardial effusion.

Event description:
Champion af study. It was reported that a pericardial effusion occurred. The patient was enrolled into the champion af study on (B)(6) 2021, and the procedure was performed four days later. Prior to the index procedure aspirin (100 mg) was administered. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.0mm. The patient was discharged home on aspirin (100 mg) and clopidogrel (75mg) one day post index procedure. One hundred nineteen (119) days post index procedure, a four month follow-up transesophageal echocardiography (tee) was performed. Tee revealed a complete seal with a pericardial effusion 5mm in size. The left ventricular ejection fraction was 40%. No atrial septal shunt nor thrombus were noted during the follow up visit. No additional intervention was needed to treat the pericardial effusion. It was further reported that per the opinion of the site, pericardial effusion is not related to the study procedure and should not be reported as an event.

Manufacturer narrative:
B5: describe event or problem - updated to downgrade the pericardial effusion as not related to the watchman flx device.